Event description:
This report summarizes 1 malfunction event in which the device had run-on. - 1 event had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 2 events were previously reported during the reporting period; however, - 1 previously reported event in this report should have been included under MFR report # 0001811755-2021-00781. - 1 previously reported event is included in this follow-up record. Product return status 1 device was received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 2 previously reported events are included in this follow-up record. Product return status 2 devices were received.

Event description:
This report summarizes 2 malfunction events in which the device had run-on. - 2 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 2 events were reported for this quarter. Product return status: 1 device was received. 1 device investigation type has not yet been determined. Event confirmation status: 1 reported event was confirmed. Evaluation results: 1 device was found to be affected by a malfunctioning trigger. 2 devices were not labeled for single-use. 2 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device had run-on. 2 events had no patient involvement; no patient impact.